Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that the monopolar cautery instrument was not properly responding to surgeon movement. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument to have a broken drive cable at the snake wrist. A broken segment was observed to be sticking out at the snake wrist. The wrist could not properly straighten and motion was not intuitive due to the cable breakage. Engineering evaluation also found the instrument's black tube insulation to be damaged at the distal end. The insulation was gouged on one side and a .250 x .090 piece was observed to be missing roughly 3.25 above the snake wrist. No other instrument damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable and tube insulation found during failure analysis could likely cause or contribute to an adverse event if the malfunctions were to recur.